Event description:
The manufacturer received information alleging a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the third-party service center, an error code related to pressure was found in the ventilator's downloaded error log. Evt_press_sensor_mismatch means the device software detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The machine flow sensor was replaced to address the issue. Also, during the evaluation of the device at the third-party service center, the device failed the active exhalation verification pilot reading test step during testing. The device's three-way solenoid valve was replaced to address the issue. Additionally, unrelated to the reportable error and test fail, during the evaluation of the device at the third-party service center, an error code related to sensor offset was found in the ventilator's downloaded error log. Evt_drift_debug means sensor offset during drift calculation is too high. A pnuematic test was performed and passed to address the issue. Also, unrelated to the reportable error and test fail, internal/external inspection found torx screw fixing points on front panel cracked. The front panel was replaced to address the issue.